Event description:
It was reported that an intubated patient received an over infusion of versed (midazolam). The total dose concentration of versed was 50 mg/50 ml. The intubated patient was given two boluses at 10:25am and 10:30am respectively. The bolus were delivered by selecting "restore". Two clinicians noted unspecified issues when they attempted to deliver doses prn at separate times. When delivering medication, the clinician observed the syringe was almost empty and determined that 8ml was delivered instead of 0.8ml. The versed infusion was discontinued and the patient became hypotensive. The clinician administered a bolus of "10/kg" lactated ringers, following which the patient's blood pressure improved. Later in the day, the patient's overall condition improved to the point there were able to be extubated. On further investigation by the customer they determined it was a programming error. No further details were provided by the customer.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that an intubated patient received an over infusion of versed (midazolam). The total dose concentration of versed was 50 mg/50 ml. The intubated patient was given two boluses at 10:25am and 10:30am respectively. The bolus were delivered by selecting "restore". Two clinicians noted unspecified issues when they attempted to deliver doses prn at separate times. When delivering medication, the clinician observed the syringe was almost empty and determined that 8ml was delivered instead of 0.8ml. The versed infusion was discontinued and the patient became hypotensive. The clinician administered a bolus of "10/kg" lactated ringers, following which the patient's blood pressure improved. Later in the day, the patient's overall condition improved to the point there were able to be extubated. On further investigation by the customer they determined it was a programming error. No further details were provided by the customer.

Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex g code. Investigation summary: the customer reported over infusion of versed (midazolam) was confirmed through a review of the device logs. The root cause of the reported over infusion of versed (midazolam) is being attributed to user programming. A review of the logs confirmed the user bypassed the guardrails alert and accepted the changes before delivering 3 (three) bolus doses at 1 mg/kg/h. The previous bolus doses were performed at 0.1 mg/kg/h. On 26 january at 10:25 am, the syringe module was selected for programming, a bolus dose was programmed with the following parameters: bolus dose 1mg/kg/h entered. Vtbi 8ml. Rate 158.5ml/h. Rapids bolus selected. Duration 3 minutes 2 seconds. After the user responded yes (soft key 6) to the guardrails drug alert ¿dose exceeds guardrails limit of 0.66mg/kg. Proceed?¿ the bolus dose was delivered. At 10:30 am and at 11:42 am, the syringe module was selected for programming, a bolus dose was selected, the previous bolus dose was restored, and the user responded yes (soft key 6) to the guardrails drug alert ¿dose exceeds guardrails limit of 0.66mg/kg. Proceed?¿ the bolus dose was delivered. Calculated volume infused from 10:25 am to 11:45 am was recorded as 26ml. The source pcu device and source pump module were not returned for investigation. Therefore, testing could not be performed.

Event description:
It was reported that an intubated patient received an over infusion of versed (midazolam). The total dose concentration of versed was 50 mg/50 ml. The intubated patient was given two boluses at 10:25am and 10:30am respectively. The bolus were delivered by selecting "restore". Two clinicians noted unspecified issues when they attempted to deliver doses prn at separate times. When delivering medication, the clinician observed the syringe was almost empty and determined that 8ml was delivered instead of 0.8ml. The versed infusion was discontinued and the patient became hypotensive. The clinician administered a bolus of "10/kg" lactated ringers, following which the patient's blood pressure improved. Later in the day, the patient's overall condition improved to the point there were able to be extubated. On further investigation by the customer they determined it was a programming error. No further details were provided by the customer.